Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of noisy image was not confirmed. A root cause could not be identified. Based on the results of the investigation, the event reported by the customer was not duplicated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope had noisy image. There were no reports of patient involvement.

Event description:
No additional information reported by customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/10/2025.